Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on (B)(6) 2025 from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the hcp [noticed] noise following an unrelated medical procedure which kept the patient in the hospital overnight. The hcp called to see if the interstim device could induce noise onto the de fibrillator. The hcp stated the noise had reduced and not in a regular pattern. Standard programming of 14 hz and 210pw were reviewed with the hcp. The hcp stated the interstim implant operative notes reported group a set at 0.7ma. The hcp was advised to either call the national answering service (nas) or to check if the patient had their handset to be able to shut off the ins to see if interstim was impacting the defibrillator. Additional information was received from the hcp on 2025-oct-24. When asked to clarify if the "noise induced onto the defibrillator following an unrelated medical procedure" was caused by or related to the device/therapy, the hcp stated "yes". The hcp did not indicate if the cause was determined, but stated the noise on the right ventricular (rv) lead [after] gen d (understood to mean implantable cardioverter defibrillator (ICD)) had no effect on [the patient's] bladder stimulator. No further noise was noted on the rv lead [after] 24 hour observation; the decision was made to monitor. The hcp stated the most likely cause was "gen d". When asked the steps taken to resolve the issue, the hcp stated "monitoring". The issue has been resolved.